Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of failed intuitive motion to be related to the customer reported complaint. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. The root cause of this failure is attributed to a component failure. An additional observation not reported by the site that was related to the primary failure was identified. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. This failure caused the non-intuitive motion failure of the instrument. The root cause of this failure is attributed to component failure and related to device design. A review of the device logs for the permanent cautery spatula (part# 470184-13 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the permanent cautery spatula was last used on (B)(6) 2021 via system serial# (B)(4). There were 8 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. This complaint is considered a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula was found to have non-intuitive movement. A backup instrument of the same kind was used to complete the procedure. The procedure was completed with no reported injury.